Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50-60 mg/dl. Suspected cause was due to the correction factor needing adjustment. Customer consumed carbohydrates to address bg. Customer to follow up with healthcare provider regarding diabetes management and to adjust pump settings.